Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the force bipolar had a damaged tip". Failure analysis found the primary failure of molded insulator thermal damage to be related to the reported complaint. The instrument was found to have thermal damage on the molded insulator. The root cause is attributed to mishandling/misuse. An additional finding not reported by the site was that the instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the force bipolar instrument (part# 470405-06/ lot# n10201019 0095) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on (B)(6) 2022 via system serial# (B)(4). The instrument was on its last use. A review of the remote procedure log showed the site performed a benign hysterectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). No image or video clip for the reported event was submitted for review. This is being reported due to the following conclusion: failure analysis confirmed thermal damage at the molded insulator, which is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had a damaged tip. A backup instrument of a different kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide any information.